Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 7300tfx mitral valve was explanted at implant due to failure of coaptation with one of the leaflets resulting in severe mitral regurgitation. The explanted valve was successfully replaced with another 27mm 7300tfx mitral valve. Per medical records, the patient was admitted for scheduled surgery and underwent ascending aorta replacement, resuspension of the aortic valve, laa occlusion, pfo closure, and mvr. Intraoperatively it was assessed that a repair would be unsuccessful and proceeded directly with mvr. The majority of the anterior mitral leaflet body was removed and the posterior leaflet was preserved. A 27mm 7300tfx valve was implanted and secured with the cor-knot device. The valve was inspected and appeared to have normal morphology and function. After weaning from cpb and decannulating, echo revealed severe mitral central regurgitation with no paravalvular leak. The valve looked to be well-seated and the leaflets was moving appropriately. Due to the severe regurgitation the patient was re-cannulated and bypass initiated. The exposed mitral valve appeared to be seated properly. There appeared to be a failure of coaptation of one of the three leaflets of the bioprosthesis. The mechanism of failure was unclear. There were no obvious technical issues with the placement of the valve. The valve was removed and replaced with another 27mm 7300tfx valve without difficulty. The bioprosthesis appeared to be seated properly and functioned normally. Final echo demonstrated a properly functioning and well-seated valve with no mitral regurgitation. The patient was transferred to the cv ccu in critical, but stable condition. On pod #10, she was discharged home with eliquis (3 months for valve) and for chronic a-fib.

Manufacturer narrative:
Customer report of leaflet coaptation could not be confirmed through visual observations. As received, black mold-like particulates were found on the surfaces of all three leaflets on both the outflow and inflow aspects; particulates were easily wiped away. X-ray demonstrated wireform intact. As received, leaflet 2 was in the opened position and was able to be pushed back into closed position when probed. A horizontal fold/crease was observed on leaflet 1 and horizontal creases were observed on the cusp of leaflet 3. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Suture holes were visible around the sewing ring. Functional testing cannot be performed due to valve condition as received. (Type of investigation) the reported event was not confirmed through preliminary evaluation of the explanted valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions) acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the information available, the root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.